Event description:
On december 14, 2007, a clinical incident involving a rapid rhino device was reported to arthrocare corp. In 2007 (exact date not provide), a rapid rhino nasal catheter was placed in each of the pt's nasal passage. Following removal of the device from nasal passage, it was observed the pt's nasal passage showed evidence of necrotic septal performation. No further info was provided.

Manufacturer narrative:
It was reported the device will not be returned for investigation. Since the device is not available for investigation, a lot history review was performed and the device was found to meet all prod specs. No conclusion can be made.